Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins). It was reported that the patient saw an eos (end of service) message. The device is off/disabled and no longer providing therapy. The caller stated that they "no longer have a signal going to their stimulator," and they no longer feel anything. It was that they cannot connect due to the eos message. The patient stated that it had only been 2 years and they were told it would last 3-6 years. It was reviewed that the ins depletion rate factors and considerations. The patient mentioned that they usually feel the stimulation kick in when they go from standing to sitting, but they no longer feel stimulation. This was mentioned as a reference, not a therapy issue. The patient was dissatisfied with the longevity. No further complications were reported.